Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by fever and abdominal pain. The breach in aseptic technique was further described as touch contamination. The patient was hospitalized for the event on the same day of onset. The patient began treatment intraperitoneally with fortaz (dose, duration, and frequency not reported) and intraperitoneally with acef (dose, duration, and frequency not reported) for the event. The patient was discharged from the hospital four days later and reported to have recovered from the event. Dianeal therapy was ongoing at the time of this report. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.